Event description:
It was reported that the table's leg section with stirrup attached allegedly articulated down during a procedure. There was no report of injury to the patient or delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions were conducted. After performing all tests, the technician was unable to replicate the complaint.